Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent (B)(4).

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #18 it was verified its non-osseointegration . Immediate load was not performed and patient presented bone type ii.